Manufacturer narrative:
E1: reporting institution phone#(B)(6). E1: reporter phone#(B)(6). A philips remote service engineer (rse) spoke to the customer and a nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating there is a speaker malfunction error and th speaker was confirmed to be not working. The device was not in use on patient at time of event; there was no adverse event reported.